Event description:
Adverse event(s): "acanthamoeba keratitis" (keratitis, acanthamoeba). "Superior paracentral corneal ulcer" (corneal ulcer), "layered hypopyon" (hypopyon), "redness" (red eyes), "intense pain" (pain), "decreased vision and pt's vision declined to light vision" (vision, loss of), "total corneal opacification" (no code available), "severe superior stromal keratolysis" (no code available), "impending corneal melt" (no code available), "fusarium keratitis" (infection, fungal and keratitis). Product problem(s): "none reported" (no info). An ophthalmologist reported in a literature article, a pt who presented with a corneal ulcer and a two week history of redness, intense pain, and decreased vision in her left eye following the use of this product. The doctor noted the consumer discontinued contact lens use during the two week period; however, her symptoms progressively got worse. The ophthalmologist reported the pt had slept in her contact lenses several times per month and cleaned her contact lens case with tap water prior to solution application and storage of lenses. The doctor stated the pt sought treatment from another physician three days after her symptoms occurred and she was treated with an antibiotic for 10 days without improvement and an ophthalmic antibiotic steroid combination four times daily. The ophthalmologist reported upon exam of the pt her os bcva was count fingers at two feet with diffuse bulbar and palpebral conjunctival injection. He also noted a superior paracentral corneal ulcer with adherent mucus debris, early anterior stromal keratolysis, and 1+ anterior chamber cell flare. The doctor reported od bcva was 20/20 with a normal anterior segment. He stated he prescribed the pt an anti-infective eye drop alternating every hour with an antiseptic and an antibiotic ointment four times daily. The doctor noted he added an ophthalmic antifungal medication to the antiamebic treatment regimen when he obtained culture results. The ophthalmologist reported the pt continued to worsen at which point the medications were visually reviewed and it was discovered that the prescribed antibiotic ointment was actually an antibiotic steroid combination ointment that had been mistakenly administered by the pharmacy. The doctor stated the medication was immediately discontinued and an oral antifungal antibiotic was prescribed. The ophthalmologist reported subsequent exams showed diffuse corneal opacification and severe stromal keratolysis superiorly over the course of two weeks with the development of a layered hypopyon. He stated a therapeutic limbus-to-limbus penetrating keratoplasty was performed for an impending corneal melt and corneal opacification. The doctor reported the pt ultimately did poorly because the pt's vision declined to light perception from a retrocorneal membrane. He reported two repeat penetrating keratoplasties for failed grafts were performed and a third corneal transplant with concurrent cataract extraction. The ophthalmologist stated following the third procedure, the pt's visual axis remained clear with a bcva of 20/400 secondary to combined photoreceptor retinal damage and optic nerve damage from secondary glaucoma. The doctor noted the contact lenses, contact lens solution, and contact lens case were discarded by the referring physician. The article proposes other potential causes for contact lens-related infections such as extended-wear contact lenses, poor contact lens hygiene and contaminated tap water. Moreover, the pt's unfortunate exposure to the corticosteroid likely hastened the damaging effects of concurrent acanthamoeba and fusarium keratitis.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot # or any identification traceable to the mfg documentation. Additional info was requested via phone on 04/26/2010 and 05/17/2010. Citation: lee, w.b., grossniklaus, h.e., and edelhauser, h.g. (2010). Concurrent acanthamoeba and fusarium keratitis with silicone hydrogel contact lens use. Cornea, 29(2), 210-213. (B) (4). (B) (4).